Manufacturer narrative:
Continuation of d10: product ID ped2-350-20 (lot: b645947). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for an amorphous, ruptured right c7 aneurysm with a max diameter of 5 mm and a 4 mm neck diameter. It was noted that the patient's blood flow was xxx and vessel tortuosity was normal. The landing zone was 3.5mm distally and 3.6mm proximally. The access vessel was the femoral artery, with unknown diameter. It was unknown if dual antiplatelet treatment (dapt) was administered  it was reported that during the deployment of the distal pipeline ped, the stent unexpectedly unloaded for unknown reasons. Both the microcatheter and the stent were withdrawn together, and a new microcatheter and stent were used for redeployment. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Event description:
Additional information was received. It was clarified that when pushing the delivery guidewire, the stent did not move synchronously and could not be deployed. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.

Manufacturer narrative:
This report was submitted for correction: review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
*** MDR report was generated with manufacturer report #9617601-2025-00894 was submitted in error due to wrong pli information, and is not a reportable event. MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates a reportable event*** medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that no premature deployment occurred. There was no allegation against the catheter.